Event description:
The manufacturer received information alleging a ventilator service required condition occurred. The device was replaced with another one at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's charge circuit and system board were replaced to address the issue. Additional findings not related to the malfunction/issue was contamination on the inline proximal filter. The part was replaced on the device. After replacing the parts, the final and run-in tests were performed, along with the batter and valve checks. The device was operational, and it was cleaned.